Manufacturer narrative:
Concomitant products: addr01 ipg implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion and the subclavian vein could not be accessed. It was further reported that the right ventricular (rv) lead exhibited undefined high impedance, was non-functional and had been programmed off. The rv lead and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.